Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have the curved blade broken at the tip of the blade. A piece approximately 0.469" x 0.079" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted lobectomy procedure, the harmonic ace instrument tip was damaged. The instrument had been inspected prior to use, and no collisions occurred during the procedure. A fragment fell inside the patient but was successfully retrieved during the same surgery. The damaged piece was completely broken off. The instrument is available for return to isi for evaluation. Photographic images or a video recording of the procedure were provided for isi review.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of the provided image shows a broken curved blade.